Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8atms. The number of inflations and to what atms is unk. The lesion being treated was located in the calcified, 95% stenotic and non-tortuous circumflex artery (cx). The rupture occurred while the physician was attempting a kissing balloon technique with a cypher. The procedure was completed with another of the same devices. There were no patient complications, and patient status was reported as 'good'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.